Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received battery out limit alarms. The customer reported that the insulin pump went blank after received battery out limit alarm. The customer's blood glucose was 150 mg/dl at the time of incident. Troubleshooting was done. The display returned after inserting a new battery. The customer stated that the batteries were not out greater than duration allowed by the insulin pump. The customer inserted a new battery and they received battery out limit alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.